Event description:
It was initially reported that the pt experienced a withdrawal, no specific symptoms were reported. The pump infused morphine. It was noted that "at last refill the eri was 32 months and on (B)(6) 2011 it was 9 months. It was later reported that the pump was replaced due to "battery in recall list". No adverse events or device issues were reported. On (B)(6) 2011, the hcp (health care provider) reported that the pt had a "drug overdose" and was hospitalized . Drug infused was compounded morphine. Intervention included revision replacement of the pump and catheter. Device issue was stated as unk. MRI was done on (B)(6) 2011 (details not provided) and dose adjustments were also done. Pt recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.